Event description:
Report received of patient receiving overdose per bolus of baclofen post dye study. Patient received about 520mcg per bolus and normal daily dose is 355 mcg. Patient became somnolent and experienced increasing respiratory depression. Follow up with hcp revealed patient had been experiencing increasing spasticity and required increasing baclofen dosage without significant imporvment. Trouble shooting including the dye study was conducted and showed no problem. The reported overdose occurred due to calculation error. The overdose event did provide proof that patient is responsive to baclofen. Patient was required. Hcp feels issue may involve pathopysiology of the spine as catheter and pump are operational. Patient is scheduled for a full spinal MRI. Patient is somewhat improved at present time but is not receiving optimal therapy.